Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Pre-cleaning involved aspiration of water through the instrument and suction channel. The air/water channel and auxiliary channel were flushed. Neogiozym was used as the detergent during pre-cleaning and manual cleaning. Manual cleaning involved brushing the instrument/suction channels, suction cylinder, operation channel, balloon channel and distal end. During manual cleaning, an itaflex, itabrush, med-186-bru (valvole), and med-184-bru (canali) brushes were used. Manual disinfection was done using neogiozym. The automatic endoscope reprocessor (aer) used was soluscope series 4 pa. Soluscope cln was used as the detergent and soluscope paa was used as the disinfectant. A drying cabinet, model soluscope dsc8000, was used to store the scope. Olympus was used for maintenance and repair. The scope was sterilized using sterrad by procedure. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During device evaluation at olympus, it was found the flexibility adjustment function did not work due to wear of the flexibility adjustment ring, indication on the flexibility adjustment ring was unclear, the sheet holder unit had corrosion due to water leakage, insulation resistance value at the distal end did not meet standard value due to a scratch on the scope cover, the adhesive around the light guide lens was detached, the adhesive on the bending section cover was discolored and detached, the connecting tube had buckling, bending in the up direction did not meet the standard value due to wear of the angle wire, and the universal cord had buckling. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera ii colonovideoscope tested positive for an unexpected contamination. The instrument was subjected to microbiological sampling and tested positive. The scope was sent for sterilization, re-sampled and then tested positive for gram negative. The scope was not sued after the first positive test. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.